Event description:
It was reported that the insulin pump alarmed motor error during priming. The customer's blood glucose was 129 mg/dl. The customer does not use the sensor feature. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed all functional tests including the displacement, basic occlusion, occlusion, excessive no delivery, prime and motor tests. No motor error alarm noted. Cracks to the case, battery tube threads, reservoir tube and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.